Manufacturer narrative:
It was determined the cause of the unresponsive buttons was the interface pcba. The interface pcba was replaced to resolve the issue. The reported issue of service code a034 was able to be verified and unable to be duplicated. The root cause is undetermined. The service log was cleared and the code did not return. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's controls were intermittently responsive and that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's controls were intermittently responsive and that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event